Manufacturer narrative:
The insulin pump received with no act button response due to flattened button dome switch. No button error alarm noted during testing. The connector on lcd board was inspected and no anomaly was noted. We were unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 175 mg/dl. The customer stated that she was sleeping and woke up by the alarm. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.